Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2024-35428. During a remote follow up, oversensing, undersensing and an over current detection (ocd) alert were observed on the right ventricular (rv) lead. Additionally, due to an incorrect interpretation of signals, inappropriate atp should have been delivered by the device based on the programmed settings, however, the ocd alert from the rv lead prevented high voltage therapy from being delivered by the device. Technical support was contacted and confirmed the ocd alert, oversensing and undersensing on the rv lead. During the rv replacement procedure, externalization of the conductors was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. No malfunction of the device was alleged, however, it was exchanged during rv replacement procedure. The patient was stable.

Manufacturer narrative:
Implant date is estimated to have occurred in 2018.